Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Mentor has received additional information which indicates that the patient underwent bilateral removal and replacement with mentor smooth round moderate profile 200cc saline implants, catalog # 3501625, s/ns (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Investigation summary: it was reported that a (B)(6) year old female patient underwent a primary breast augmentation with a saline mentor smooth round moderate profile 275cc and experienced deflation on the left breast implant. The deflation was diagnosed during physical examination. As a result, patient underwent bilateral removal and replacement with mentor smooth round moderate profile 200cc saline implants, catalog # 3501625, s/ns (B)(4) on (B)(6) 2018. Device evaluation and investigation findings: upon receipt by mentor, the device was received with no fluid. No foreign material was observed within the device. No foreign material was observed on the shell surface. During examination, the product evaluation team observed creases on both aspects. A rent measuring approximately 0.1 was discovered within a crease on the anterior aspect. No other anomalies were found. The complaint was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 275 cc saline breast implant, catalog # 3501640, s/n: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a saline mentor smooth round moderate profile 275 cc and experienced deflation on the left breast implant. The deflation was diagnosed during physical examination. As a result, patient underwent removal of implant on (B)(6) 2018.